Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid (cloudy) pd effluent. The cause of the peritonitis was not reported. Six days after onset, the patient was hospitalized due to the event. On an unreported date, the patient began unspecified treatment for the event (no further detail was provided). At the time of this report, the peritonitis was resolving, the patient was recovering and physioneal therapies were ongoing. No additional information is available.